Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10: h4: the lot was manufactured from january 23, 2021 - january 25, 2021. H10: the actual device was not available; however, two (2) photographs of the samples were provided for evaluation. A visual inspection was performed to the photographs and showed fluid inside a bag that contained the samples which suggested a leak may have occurred. The photos did not clearly show the leak occurred at the fill port. The reported condition was verified during initial inspection and due to the nature of the returned sample, no additional testing could be performed. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that (2) english-chinese infusors lv (large volume) had fluid leakage at the fill port. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.